Event description:
(B)(6) 2025: it was reported the patient's system was explanted. No further information. 2025-oct-23: additional information was received from the manufacturer representative (rep). The rep became aware the day before surgery on (B)(6) 2025. They observed the explant and replacement intra-operatively. Lack of efficacy for treatment of their pain was the primary reason for explant. Impedances issues had been reported on the patient's left percutaneous lead. The hcp chose to upgrade the entire system to the newer intellis pro and paddle lead. The issue resolved. The customer discarded the device.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.